Manufacturer narrative:
The explanted products were not returned to boston scientific. A new pacing system was implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submited should further information be provided.

Event description:
Boston scientific received information that during a replacement procedure of this cardiac resynchronization therapy defibrillator (crt-d), a pocket infection was observed and the device was explanted and replaced. It was noted that the right ventricular defibrillation (rv) lead, was surgically abandoned. The patient's pocket was cleaned and the patient will be monitored closely. There was no additional adverse patient effects were reported.